Event description:
It was reported that the endowrist prograsp forceps instrument had excessive wear of the shaft, and no pieces fell into the pt. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of main tube has a 5.5 inch long section with material removed all around the tube. Damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely cause by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received. Engineering also observed that one grip close cable is derailed at the distal idlers. No other damge found.